Event description:
It was reported that right atrial (ra) lead had increased threshold. Outputs were reprogrammed and the ra lead remains in use. The patient is a participant in the systems longevity study. No patient complications have been reported as a result of this event. It was also noted that the ra lead had a microdislodgement causing the sudden rise in threshold. And failure to capture. It was later reported that the right ventricular (rv) lead showed high thresholds. A microdislodgment was suspected. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
(B)(4).

Event description:
It was later noted that the rv lead also showed no capture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574, implantable pacing lead, (B)(6) 2012. (B)(4).